Event description:
It was reported that the batteries exhibited power switching associated with controller power up events and power "toggling". The batteries were replaced and the controller is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the controller serial number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ battery model #: 1650, expiration date: 31-dec-2020, serial or lot #: (B)(4), UDI #: (B)(4). Device available for evaluation: no, mfg date: 22-dec-2019, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, expiration date: 31-jan-2022, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no, mfg date: 19-jan-2021, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, expiration date: 31-aug-2020, serial or lot #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 14-aug-2019, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, expiration date: 29-feb-2018, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 28-feb-2017, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, expiration date: 30-nov-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no, mfg date: 25-nov-2017, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update/correction to the following sections: updated sections: -d.4) added model#, catalog#, expiration date, serial#, and UDI# -h.4) added device mfg date: corrected section: -e) facility name, street, city, region, postal code, and phone# investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the controller ((B)(6)) was not returned for evaluation. The five (5) batteries ((B)(6), (B)(6), (B)(6), (B)(6), and (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual inspection and functional testing. The batteries were able to adequately provide power to a test controller. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving bat552010 and another battery. A nalysis of the event log file revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2022 at 19:57:17. The data point prior to the loss of power revealed that (B)(6)was connected to power port one with 96% relative state of charge (rsoc) and (B)(6) was connected to power port two with 65% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and an adapter was connected to power port two . The controller was without power for 10 seconds. No anomalies were observed leading up to the loss of power. Additionally, log file analysis revealed that (B)(6), (B)(6), and (B)(6) were not in use with the controller within the analyzed period. As a result, the reported power switching and loss of power events were confirmed. There is no evidence the lubrication servicing was performed on the batteries (B)(6), (B)(6) and (B)(6). The batteries (B)(6) and (B)(6) were lubricated prior to release. The most likely root cause of the reported premature power switching event can be attributed, but not limited, to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA (B)(4) investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) and (B)(6) fall within the bounds of this CAPA. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. D4: serial #: (B)(4) d10: yes, return date: 31-mar-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01,b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) d10: yes, return date: 31-mar-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01,b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) d10: yes, return date: 31-mar-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01,b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) d10: yes, return date: 31-mar-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01,b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) d10: yes, return date: 31-mar-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01,b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.